Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the receiver that occurred on (B)(6) 2016. Patient was advised to perform troubleshooting techniques to see if the transmitter connects. No injury or medical intervention was reported.